Manufacturer narrative:
The harmonic ace instrument was received and failure analysis found the instrument to have one blade broken at the base. A piece approximately 0.4805" x 0.1050" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy procedure, the tip of the harmonic ace broke and fell into the patient. During the dissection, a device fragment fell inside the patient. The surgeon could not identify a specific cause for the issue. The fragment was successfully retrieved using an assistant bowel holder, and it was confirmed that only one piece was present, not multiple fragments. No additional surgical procedures were required, nor were post-operative tests, such as x-rays or ultrasounds, performed to check for remaining fragments. The procedure was completed robotically with a backup harmonic instrument. There were no post-surgical complications related to retaining a foreign object reported.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. Review of the provided video was consistent with the complaint of a fragment breaking off from the distal end of the instrument during intraoperative use.